Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings.the user reported that prior to contacting dario, her dario meter kept reading very high. Due to these high readings the user went to the doctor's office on (B)(6), where she received a bg reading of 260 mg/dl from her dario meter compared to a bg reading of 97 mg/dl from her doctor's meter.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.